Manufacturer narrative:
Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: serial number label missing, cracked battery tube threads, cracked battery tube, scratched lcd window, pillowing overlay, stained overlay, cracked overlay and overlay texture damage. Cracked battery tube threads and cracked battery tube confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment case was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.